Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's pacemaker had decreased in longevity. Engineering analysis indicated that the patient was in atrial fibrillation (af) and this was causing high rate atrial sensing. Boston scientific technical services (ts) then encouraged some programming changes. The pacemaker remains in service. No adverse patient effects were reported.